Event description:
A customer reported an issue with a t:slim x2 pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. The pump began charging after the customer left it plugged into a working outlet for at least 30 minutes using the original charging supplies, and no further assistance was required.